Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an infrarenal abdominal aortic aneurysm. A type I endoleak occurred at the proximal end of the trunk-ipsilateral leg component. A large palmaz stent was inserted during the procedure. At about 4 days later, the doctor reported that the pt had left renal infarction, due to partial occlusion of the left renal artery.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.